Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set was leaking at quick release. The blood glucose level of the patient was high. Moreover, the issue occurred with four infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 4. Patient city: (B)(6).

Manufacturer narrative:
Supplemental report 01 -(B)(4) - MDR 3003442380-2024-11734. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.